Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated who went to the hospital due to hypertension and hyperglycemia.

Event description:
Consumer reported complaint for meter not turning on. Customer felt her glucose was low the night before and states she ate chocolate and went to bed. Customer did not seek medical attention and states the next morning the meter did not turn on. Battery has not been replaced and meter was obtained a year ago. Customer is disabled and states she cannot purchase a new battery for her meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.